Manufacturer narrative:
One certain® universal ratchet extension implant driver (long) (ire200u) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the device drive features and engagement surfaces. Functional testing was performed for the returned product and it was determined that the ire200u driver functioned as intended when engaged and released from a mating in house implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (ire200u) did not disengaged in the implant. It was also reported that they were able to complete the procedure and placed the implant in same surgery.